Manufacturer narrative:
The customer requested part information for a replacement optical switch with no engineer evaluation.

Event description:
It was reported to philips that the device had a damaged therapy knob. There is no patient involvement.